Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Recipient reported a decrease in sound quality and speech discrimination with the device. The patient was re-implanted on (B)(6) 2017. At explantation it was discovered that the device had moved. Per device explantation report, the device and electrode lead were found dislocated from their position and out of the channel respectively.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reports a decrease in sound quality and speech discrimination with the device.